Event description:
Reportedly, cerebral infarction occurred on the next day of implant. The customer reported that a magna ease 3300tfx was implanted for aortic valve replacement (avr) on (B)(6) 2012. On (B)(6) 2012, cerebral infarction occurred and the patient had subsequent complications as of (B)(6)2012. The causal relation remains unknown.

Manufacturer narrative:
Method = device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Patient was under rehabilitation as of (B)(6) 2012. Paralysis, anarthria and dyslalia were reported. No additional update on patient status. Device will not be returned for evaluation because it remains implanted.